Event description:
It was reported that. During the pre-use check, a part of the product was found detached. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This is a supplied item fault. A DHR review is not applicable in this case because the component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.